Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 06/14/2023. On 06/16/2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. The patient was not feeling well, shaky, dizzy and almost passed out. She laid down on the bed. The cgm was reading 150 mg/dl and the blood glucose reading was 38 mg/dl. The patient called her boss, and he called emergency medical service. When the paramedics arrived, they treated the patient with half a dose of glucagon. At the time of the report the patient was feeling ¿high¿. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.